Event description:
It was reported that a hematoma occurred. It was later reported that upon examination/palpation a hematoma along with swelling was seen. Bleeding from the incision site also occurred. The event was noted to be related to the implant procedure. Interventions included application of silver sulfadiazine, reinforcement of the dressing and for the patient to wear a binder as of (B)(6) 2013. Bactrim ds 800mg-160mg 2 t every twelve hours for ten days and clindamycin 300mg 2 t every twelve hours for ten days were ordered on (B)(6) 2013. Surgical reposition also occurred, the pump was re-anchored on (B)(6) 2013 and hematoma evacuation occurred. The device system was used to deliver dilaudid, bupivacaine, clonidine and baclofen.

Event description:
Additional information: patient outcome was reported as resolved without sequeala as of (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 27-jun-2017 provided patient's baseline weight of (B)(6).

Manufacturer narrative:
Eval code-conclusion no longer applies.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient was receiving dilaudid (3.0 mg/ml at 1.6022 mg/day), bupivacaine (30.0 mg/ml at 16.022 mg/day), clonidine (150.0 mcg/ml at 80.11 mcg/day), and baclofen (150.0 mcg/ml at 80.11 mcg/day) via an implantable infusion pump. The indication for use was malignant pain. The patient had a pump pocket seroma following pump replacement. Examination revealed bleeding from implant incision site. The clinical diagnosis was patient wound dehiscence. The patient was advised to allow the dressings to remain on the site and apply pressure to the site. The patient was started on antibiotics to avoid infection and then scheduled for the revision on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 21-jun-2017 indicated the hematoma was at the implant site. No further information was provided and no complications were reported/anticipated.